Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿nurse found smartsite IV tubing to be cracked at site with tubing connected to patient." An incomplete date of event of (B)(6) 2018 was provided.